Event description:
It was reported that the device had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed a power on reset (por). The patient alert log for por on (B)(6), 2010 10:37:46. The por log shows write to locked ram on (B)(6), 2010 11:37:46. Parity error log: addr = 1146, data=8, on (B)(6), 2010 11:37:46. Extra memory status, por related memory area in brady parameters crc block.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device had a power on reset (por). The device is still in use. No patient complications have been reported as a result of this event.